Manufacturer narrative:
Device is anticipated to be returned.

Event description:
It was reported that a serrato polyaxial screw tulip disengaged post-operatively. The tulip disengagement was discovered during a revision surgery that was being performed for a suspected infection. It is unknown what caused the infection.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. From the xia instructions for use: transient bacteremia can occur in daily life. Dental manipulation, endoscopic examination and other minor surgical procedures have been associated with transient bacteremia. To help prevent infection at the implant site, it is advisable to use antibiotic prophylaxis before and after such procedures. Pre-cleaning / cleaning and sterilization procedure recommended for non sterile medical devices: for safety reasons, non-sterile devices must be pre-cleaned, cleaned and sterilized prior to use. Moreover, for good maintenance, reusable instruments must be pre-cleaned, cleaned and sterilized immediately after surgery following the sequence of steps described in the following chart. It is unknown if the screw caused or contributed to the infection. Breach of sterile barrier and/or improper sterilization of instruments/implants can introduce pathogens into the wound site and cause an infection. There is not enough information provided to determine the root cause of the infection. Additionally, based on the information provided, a root cause for the tulip disengagement cannot be determined. Possible root causes from the risk file include excessive patient post op activity, patient fall, poor construct design, and/or excessive torque applied during final tightening.

Event description:
It was reported that a serrato polyaxial screw tulip disengaged post-operatively. The tulip disengagement was discovered during a revision surgery that was being performed for a suspected infection. It is unknown what caused the infection.